Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event, patient hospitalization and outcome were not reported. The patient was treated with an unspecified medication. Action taken with pd therapy was unknown. No additional information is available.

Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information, b3: the event occurred on an unreported date in october2022. Should additional relevant information become available, a supplemental report will be submitted.